Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2015 and/or (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plug (right - device 1, left ¿ device 2). Per op notes, ¿an indirect right inguinal hernia was identified. A medium perfix plug and patch (device 1) was fashioned in internal petals and mesh laid against preperitoneal space using sutures. Attention to left groin, a small indirect inguinal hernia was noted. A perfix plug and patch (device 2) were secured in similar fashion as right side using sutures.¿ (B)(6) 2022 ¿ patient was diagnosed with recurrent right inguinal hernia; incisional hernia thereby underwent laparoscopic repair with the removal of mesh (device 1) and implant of 3dmax mid mesh (device 3). Per op notes, ¿incisional hernia in midline and recurrent right inguinal hernia with contracted ball of mesh. The mesh (device 1) was excised. A 3dmax mid mesh (device 3) was placed in inguinal space and sutured. The incisional hernia was repaired using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2022) is considered to be a best estimate. This supplemental emdr represents the bd 3dmax mid (device 3). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2015 and/or (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.